Manufacturer narrative:
(B)(4) relates to (B)(4) for the issue of stent damaged. A visual examination of the returned device found that the stent was fully mounted. No issues were noted with the profile of the device. During analysis, it was possible to retract the outer sheath by hand and partially deploy, re-constrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. The distal (flared) and proximal ends of the stent were damaged. The inner lumen was kinked. The stent cup was also noted to be damaged. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as during analysis the stent was able to be deployed. However, stent damage and stent cup damage were also noted. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure within the papilla of a patient who was immunocompromised and suffered from obstructive cancer. The procedure was on (B)(6) 2011. According to the complainant, the patient had a 10mm obstruction, and the anatomy was dilated prior to the procedure. During the procedure, despite added force, the stent failed to deploy. The complainant stated that the stent wires did not perforate the outer sheath. The device was removed from the patient, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results revealed that the distal (flared) and proximal ends of the stent were damaged. Therefore, based on this information, this event is now considered reportable.